Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. The final product for lot ta12091 assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the photo that was received, a drop of liquid is observed outside the set near the y-site. There is no evidence of damage or a break at this connection. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. It was thought that excessive force by the operator when connecting the connector piece to the y-site could have been a potential cause for this incident. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Without the physical sample we cannot verify and damage to the product or determine where the liquid originated therefore we were not able to identify a definitive root cause related to the manufacturing process at this time.

Event description:
It was reported that a secondary set c62 leaked during use. The following was reported by the initial reporter: "c62 leaking. The pharmacist was preparing gemita and after dilution, noticed that the c62 was leaking from the y site connector of the c62. The tubing and bottle were contained and then discarded."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a secondary set c62 leaked during use. The following was reported by the initial reporter: "c62 leaking. The pharmacist was preparing gemita and after dilution, noticed that the c62 was leaking from the y site connector of the c62. The tubing and bottle were contained and then discarded."